Manufacturer narrative:
B5 narrative information. H6 - adverse event problem updated codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on 24sep2024 that the immediate post-operative course was complicated by right ventricular (rv) failure requiring a right ventricular assist device (rvad), acute kidney injury on chronic kidney disease necessitating continuous renal replacement therapy (crrt) and respiratory failure. The patient was concurrently being treated for pneumonia, c. Difficile, acute blood loss anemia (thought to be related to gastrointestinal bleeding), and new ventricular arrhythmias. The patient was decannulated from the rvad on (B)(6) 2024 with the understanding that they could further decline and would not want to go back on rv support. From (B)(6) 2024 to (B)(6) 2024 the patient's oxygen requirements increased while on optiflow. The patient verbalized to their healthcare provider power of attorney and other family members that they did not want to be re-intubated and wanted to be made comfort care. The pump was disconnected and dobutamine stopped. The patient was deceased moments thereafter. The patient's death was not considered to be device related, and the device was stated to have operated as expected.

Event description:
It was reported that the patient passed away due to circulatory chronic heart failure. An autopsy was not performed and the pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The right heart failure did not exist prior to lvad implant and a device related issue did not cause or contribute to the right heart failure. On (B)(6)2024, the patient had a post operation fever with no definitive source identified. There was no suspicion for device related infection and the blood cultures were negative. The patient was treated empirically with zosyn (piperacillin / tazobactam) for 7 days, ending on (B)(6)2024, and vancomycin, ending on (B)(6)2024. On (B)(6)2024, there was acute blood loss anemia with no specified source but was presumed to have been gi. The patient's systemic anticoagulation, bivalirudin, was stopped and they received transfusion of 2 units of packed red blood cells (prbcs) on (B)(6)2024. Upper endoscopy was offered. Patient declined to undergo this procedure. Pt experienced no further acute blood loss and no further testing was performed. The patient had sustained arrhythmia and had a history of paroxysmal atrial fibrillation pre-lvad. The arrythmia was an isolated event and was not thought to have been related to the device or therapies.

Manufacturer narrative:
This event was determined to be supplemental information to MFR # 2916596-2024-05714. Investigation results will be reported under MFR # 2916596-2024-05714 no further information was provided. The manufacturer is closing the file on this event.